Event description:
A pt reported that they were sent to the emergency room by their dr due to "low blood glucose symptoms". Pt was feeling faint, shaky, hungry, their meter allegedly had no power. Pt had tried replacing the battery 3 times. Issue was not resolved. The result on the ER meter was 200 mg/dl. They also stated that pt "was given insulin" at the hosp because pt felt they had low readings". No further info has been reported.